Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the when interrogating with the mobile programmer, the interrogation displayed data from the previous session. It was also reported that the application crashed during the session. No patient complications have been reported as a result of this event.